Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-jul-2025, the user reported that the ilet device screen was unresponsive. Upon inspection, the screen was found to be cracked. A replacement device was arranged. Blood glucose was not affected.